Event description:
It was reported that via merlin.net, non-sustained lead noise due to post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. No programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).